Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have a conductor fracture associated with loss of capture, high pacing impedance measurements, noise, oversensing and inappropriate shock therapy. Additional information indicated that the fracture was confirmed on x-ray. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This lead is no longer in service.